Event description:
The surgeon used a 2 x 9cm photofix to patch the femoral artery in the groin area after intervention in that area. He said they noticed a lot of bleeding and that it was coming from the area where the patch was sewn in. He said when he tried to repair the area that the sutures pulled threw [through] the patch and the whole patch then started tearing all over where it was sewn in. He said that was the first time he saw this with pf.

Manufacturer narrative:
The photofix was returned for evaluation. All finished goods released for sales from the photofix product line undergo a finished product review by the quality department at cryolife. This process verifies all processing steps were completed as outlined in the standard operating procedures, and that any corresponding samples or inspections have achieved passing results. In particular to this complaint, both the protein extraction assay samples for photo-oxidized pericardial tissue ((B)(4)) and the final cut quality inspection ((B)(4)) had passing results, verifying that the patches in this lot were photo-oxidized, and did not have any attributes noted that would have resulted in the tearing described by the surgeon. Moreover, patch attributes that result in tearing, or delamination of the patch, are pin holes or peeling. Pin holes are generally localized to one area of the patch, while peeling usually covers the entire patch, or a significant area of the patch, and results in the delamination of the layers. Both the trainer of the photofix department and I (supervisor) inspected the returned portion of the patch in question, and neither of us identified any pin holes or peeling on the patch. Additionally, the patch had the observed noticeable differences of a photo-oxidized patch. There are observable differences of pericardial tissue that has been photo-oxidized, pre-photo-oxidation the pericardium is very thin, slippery, and shiny/smooth on both sides, whereas pericardium that has been photo-oxidized is thick, with two texturally different sides, one side that is slippery and appears shiny, and one side that is rough in texture and does not appear shiny. Based on a visual inspection of the returned portion of this patch, it appears to meet all in-process inspection criteria. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
The surgeon used a 2 x 9cm photofix to patch the femoral artery in the groin area after intervention in that area. He said they noticed a lot of bleeding and that it was coming from the area where the patch was sewn in. He said when he tried to repair the area that the sutures pulled threw [through] the patch and the whole patch then started tearing all over where it was sewn in. He said that was the first time he saw this with pf.

Event description:
The surgeon used a 2 x 9cm photofix to patch the femoral artery in the groin area after intervention in that area. He said they noticed a lot of bleeding and that it was coming from the area where the patch was sewn in. He said when he tried to repair the area that the sutures pulled threw [through] the patch and the whole patch then started tearing all over where it was sewn in. He said that was the first time he saw this with pf.